Manufacturer narrative:
Unit passed displacement test and selftest. Unit received with unexpected battery power loss as a result of high sleep and active currents, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.